Event description:
Patient presented to the emergency room after the device was unable to convert a ventricular tachycardia (vt) with high voltage shocks. The patient was given an amiodarone infusion, and the vt was successfully resolved. Abbott technical support was contacted and noted one instance of incorrect interpretation of the vt as supraventricular tachycardia (svt) by the device, however, the device behaved appropriately otherwise. The physician suspected the inadequate therapy was likely due to the patient's condition and not due to a device malfunction. The patient was later seen in-clinic for an ablation procedure to avoid any future cases of inadequate therapy. The patient was in stable condition.